Event description:
Received notice of complaint concerning above product from tech svs. Spoke with chief tech regarding complaint. Reports that a leak occurred at the connection of the pump segment to t-connector location. Reported blood loss was less than 100cc, but greater than 20cc. The chief technician states that he does not have details of the event. Message left for dir of nursing to return call in order to obtain further info. The suspect device is available for evaluation. A response letter and mailer have been sent to the facility.